Manufacturer narrative:
Device was used in treatment. One 14f guidestar steerable introducer sheath was received back from the customer without the dilator. There were no other accessories. No visible blood was found on or inside the sheath. Upon evaluation of the returned sheath it was found that there was a tear in the hemostatic valve. According to the event description summary, air was seen in the sideport tubing. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no liquid leakage was observed. The sheath was further pressurized beyond 38kpa and it was observed that the sheath's hemostatic valve started to leak at 248kpa. The sheath met the iso standard of 38kpa leak test for hemostatic valve/seal requirement. In addition, the sheath was also tested by occluding the hemostatic valve and no leakage was observed beyond 300kpa through the sideport or handle. The tip of the sheath looked slightly deformed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. The sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. The probable cause of leakage during use could have been the handling of ancillary device(s) in conjunction with the sheath which could have caused a small tear in the valve that probably led to leakage. Per manufacturing procedure non-peelable sheath final assembly: sample size 100%: leak test cured sheath assemblies. Per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal. Perform leak test according to procedure, based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The bwi instructions for use (IFU) informs the user: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported during inserting the heliostar very slowly, we saw air in the irrigation tubing. It was necessary to aspirate the air with a syringe. There was no adverse patient side effect reported. No additional information is available.